Manufacturer narrative:
The handpiece was received at the manufacturer for investigation. In order to address the issue of the handpiece heating up the drive shaft and bearings were replaced and preventative maintenance was performed.

Event description:
It was reported that during a wisdom tooth removal, the handpiece felt like it was heating up. There was no patient or user injury and the procedure was completed successfully with another readily available handpiece.